Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, when performing the stapling the surgeon was able to press the green button, however they were not able to squeeze the handle therefore the device did not fire. Another stapler was used to resolve the issue. There was no patient harm.